Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to metallosis, pain, metal staining, synovitis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head, but no other similar complaints were identifies for the cup and the sleeve. This failure will continue to be monitored for the cup, and will continue to be monitored via routine trending for the head and the sleeve, however it should be noted that these last 2 devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported pain, markedly elevated metal ion levels, and intraoperative findings of metal staining is consistent with metal debris; however the clinical root cause of the reported clinical reactions cannot be definitively confirmed. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a right tha-bhmh revision surgery was performed on (B)(6) 2021, due to metallosis and the patient experiencing pain. The right primary surgery had been performed on (B)(6) 2008. During the revision surgery a moderate amount of metal staining, devitalized tissue adjacent to the cup and femoral head and synovitis was found. The acetabular cup and modular head were exchanged for an oxinium femoral head and xlpe dual mobility cup. The patient was taken to pacu in stable condition, no other complications were reported.